Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a gastric bypass procedure, the clip would not hold. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The (B)(4) device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining 10 clips were drop due to the condition of the jaws; finally, the instrument locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post were noted to be broken. However, it is known from the history of the device that this condition may lead to ejected clip. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.